Event description:
In 2009 via email - "ky" "mine and yours" is not such good idea. As senior citizens intimacy requires original ky. The packaging and price (3x's regular ky_make it sound like the product to get. Wrong. Instant burning sensation for both partners. Now after a three weeks abstinence waiting for my wife to heal, she called her ob who directed us to purchase yet another j and j product. Aveeno soothing bath which I'll do tomorrow. That means more down time for the old folks. Two sales for j and j, two bad expenses for the fixed income folks and too d_m_ed much down time to suit me. I think you need to add a "skull and crossbones" to your packaging instead of itzy-bitzy "menthol" writing on the pretty tubes. Besides, who knew who how damaging a little menthol could be.

Manufacturer narrative:
No sample received from the consumer. No lot number was provided by the consumer. A review of the data associated with this complaint category revealed no significant adverse trends. Complaint trends will continue to be monitored.